Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, shaft break occurred. The target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. A 32 x 2.75mm taxus liberté drug eluting stent was advance to treat the target lesion. However, while advancing the device through the guide catheter, the device shaft break. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned. The catheter was returned in two sections due to a hypotube break 207mm from the manifold strain relief. The hypotube was severely kinked near the break site. No issues were noted with the profiles of the crimped stent, balloon and tip. Some blood was visible inside the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, shaft break occurred. The target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. A 32 x 2.75mm taxus liberte drug eluting stent was advance to treat the target lesion. However, while advancing the device through the guide catheter, the device shaft break proximally. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).